Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided.

Event description:
It was reported that the device was infused via hub connector but leaked at y site. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 20 ga x 0.75 in safestep infusion set was returned for investigation. Evidence of use was observed on the sample. The safety mechanism was activated prior to return. The white cap was returned attached to the hub. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. The distal clamp was engaged and the sample was then pressurized and no leaks were observed. The sample was then flushed through the y site hub and then pressurized through the proximal hub. A bead of water was observed to form at the blue hub at the 'y' site. Since a bead of water was observed to form at the blue hub, the complaint is confirmed. No continuous leaks were observed in any part of the infusion set. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided.

Event description:
It was reported that the device was infused via hub connector but leaked at y site. No other information was provided.